Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the battery cap could not be properly secured to the pump and was unable to be unscrewed from the battery compartment as well. It was reported that there was no damage to the pump. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.